Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred when the cartridge had less than 50 units left. Customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose was 400-450 mg/dl.